Event description:
It was reported that there was artifact in the image on the 9600+ system. It was noted that there is a white streak in the middle of the image. There was no report of pt injury.

Manufacturer narrative:
No add'l info at this time. When add'l info is provided, it will be reported as required.